Event description:
I was to get a replacement dorsal column stimulator (same one) in post op, it again was discussed, we were just swiping out the old battery with the exact same one. The st. Jude rep came in saying I was getting the new type battery and myself, husband and daughter again stated no I was not. I come out of surgery and the dr ((B)(6)) states we put the new type battery in and buried it in the muscle. My husband was shocked because we did not approve that battery. Since then, I developed chronic inflammation. I decided to get a 2nd and 3rd opinion at (B)(6), both drs confirmed nothing was wrong with my spine nor warranted none of those batteries in fact I have nothing more than a s1 joint injury. They started me on a regimen of medicine to fight the inflammation and nerve issues. I was told to get the battery removed asap, which I did by the original dr. After surgery, I started taking the high dose inflammation drugs and within 2 weeks, inflammation was under control and nerve issues were better. I will be starting a rigorous round of therapy starting (B)(6) to begin treatments for s1 joint at (B)(6). I have possibly muscle damage in my upper back from the implantation of the large battery he placed in my muscle without approval; it was not approved before surgery and not authorized pre-op but was ignored. After researching it, I found he is funded by abbott in the excess of (B)(6) in 2 yrs to push these batteries. After even more investigation, 257 people in my area all had the batteries by the same dr develop similar problems, and after seeking 2nd opinions found their spines were perfectly fine and the batteries were not warranted. I have filed with my insurance and they too are investigating this. Two drs review; dr (B)(6) - spine surgeon at (B)(6) - musculoskeletal surgeon; no disk issues despite dr (B)(6) stating I had l4 and 5 no disk. FDA safety report ID# (B)(4).